Event description:
It was reported to Philips that the system's wired footswitch was unable to produce x-rays. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.